Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold and a low ventricular sensing issue. It was also observed that during the implant procedure, the helix failed to extend. The right ventricular lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while device sensing problem and unacceptable capture threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of the helix mechanism issue was due to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. A visual examination of the lead didn¿t find any anomalies.